Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cane away from the wires. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center to the tip of the hot jaw, remaining attached at the base, but detached at the tip. No other visual defects were observed. . Based on the returned condition of the device, both reported failure "material twisted/ bent" was confirmed. A lot history record review was completed for lots 25148348, 25148392, and 25148481 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cane away from the wires. A replacement device was used to complete the procedure. The hospital did not report any patient effects.